Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 09-oct-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 14 colony forming units(cfu) as comprising of the following 6 isolates: 1 - negative rods - unidentified (may be bacillacea family), 2 - positive cocci - micrococcus luteus, micrococcus yunnanensis, 3 - positive cocci - micrococcus luteus, 4 - positive cocci - micrococcus luteus, 5 - positive rods - bacillus siralis, 6 - positive rods - unidentified (may be bacillaceae family). Study number: (B)(6). Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 14-nov-2018. The long term loaner duodenoscope was not returned to pentax medical for evaluation. The long term loaner duodenoscope was sampled again at the user facility on 15-oct-2019 and the sampling identified 1 colony forming units(cfu) as comprising of the following 2 isolates: 1 - positive cocci - staphylococcus warneri, 2 - positive rods - bacillus circulans. Study number (B)(6). After having been sampled again at the user facility and cultured, the results meet the acceptance criteria below for reculturing. If all culture results fall into one or more of the following categories, the duodenoscope is returned to the test site for further use: zero (0) colony forming units (cfu) of high concern bacteria, zero (0) cfu of low/moderate concern bacteria, 1-10 cfu of low/moderate concern bacteria.